Event description:
The olympus representative reported on behalf of the customer, the labeling on the body control unit of the evis lucera duodenovideoscope was detached. The procedure was not impacted. No patient harm reported. During the evaluation of the device, it was noted the adhesive on the lighting lens was peeled off. This report is to capture the reportable malfunction of the peeled adhesive on the lighting lens noted at estimation.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the issue was confirmed. The operation part cover was peeled off due to an external factor. The curved rubber adhesive was missing. The adhesive part of the lighting lens had peeled off due to handling. The bending angle was insufficient due to the elongation of the angle wire. The play of the angle knob was out of the normal state due to the extension of the angle wire. There were scratches on the grip, universal cord, and scope connector side of the universal cord due to external factors. Water cover was observed on the electrical connector. The scope connector and tip cover may have been scratched due to external factors. The legal manufacturer performed an investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the reported issue could not be conclusively specified. It was likely the defect was caused by stress of repeated use, external factors, or handling.